Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation with initial procedure? Were there any intra-operative complications at the initial procedure? When was the mesh exposure first noted by a physician? What was the patient's status after (B)(6) 2013 revision? What medical intervention was given for the suprapubic pain, recurrent uti, mixed incontinence? If reoperation has been planned or performed recently, please provide date and surgical findings. Was the device removed or planned to be removed? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Note: the patient adverse event of vaginal mesh exposure, dyspareunia and (B)(6) 2013 mesh excision was submitted via 2210968-2018-76881.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. In (B)(6) 2013 the patient underwent a removal of 2cm vaginal mesh exposure under general anesthesia due to pain during intercourse. In (B)(6) 2018, the patient was referred with suprapubic pain, recurrent uti and mixed incontinence. Cystoscopy was performed, and mesh removal is still under discussion. Additional information has been requested.